Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 5f mynx control device, the "closing failed and was removed when button number 2 was not fully pressed even though firmly pressed. There was no reported patient injury. The device will not be returned for analysis.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of a 5f mynx control device, the "closing failed and was removed when button number 2 was not fully pressed even though firmly pressed¿. There was no reported patient injury. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 was depressed. The balloon was fully deflated & button 2 remained in manufacturing position with the stopcock open. The sealant was not returned. The syringe was not connected to the device. The procedure sheath was returned with the device. Per dimensional analysis, the crossing profile of the fully deflated balloon was verified and noted to be within specification. Per functional analysis, the device was received with balloon fully deflated and button 1 fully depressed. A simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU) the device was removed, and button 2 was depressed. The balloon was completely withdrawn into the advancer tube. The device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification of the returned device showed the condition of the fully deflated balloon. A product history record (phr) review of lot f2126001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control button 2 frozen/locked¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, handling process, and/or patient condition may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.